Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he had not received his replacement sensor and was therefore unable to measure his blood glucose. Customer had initially reported his adc freestyle libre sensor detached after 3 days of wear, while he was bathing. Customer was unable to measure his blood glucose and experienced symptoms described as "dry mouth, dizziness, feels decay". Customer had contact with a healthcare professional and was treated with "insulin and serum". A reading of 600 mg/dl was reportedly obtained on an unspecified device. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported he had not received his replacement sensor and was therefore unable to measure his blood glucose. Customer had initially reported his adc freestyle libre sensor detached after 3 days of wear, while he was bathing. Customer was unable to measure his blood glucose and experienced symptoms described as "dry mouth, dizziness, feels decay". Customer had contact with a healthcare professional and was treated with "insulin and serum". A reading of 600 mg/dl was reportedly obtained on an unspecified device. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre sensor kit was reviewed and the DHR showed the fs libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.